Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore,the manufacturing records could not be reviewed.

Event description:
It was reported that during a sleeve gastrectomy the device would not allow the instrument to be inserted into the trocar. The trocar was found to have a crack in it. It is unknown when or how the device became cracked. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). User facility medwatch # mw (B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.